Manufacturer narrative:
The device was not returned for analysis. Review of the manufacturing and sterilization records for all implanted devices associated with this event did not find any related nonconformities. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection post implant. The patient was admitted to the ER and was given oral antibiotics. The physician opened and cleaned out the pocket and at that time, decided to explant the device.